Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a controller exchange. The controller periodic log file contained data from 05sep2025 through 18feb2026, per the timestamps. The log file captured controller (B)(6) having been connected to the driveline on 05sep2025, indicating a controller exchange occurred. The log file did not capture events leading up to the controller exchange and the cause of the exchange could not be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 system controller (serial number unknown), that was exchanged prior to controller (B)(6) being put into use, was not returned to abbott for evaluation. The root cause of the reported event could not be conclusively determined. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 2 of the patient handbook, ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for equipment¿, explain how to properly care for the equipment, including the controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller periodic log file captured system controller (hsc-156257) entering service on 04sep2025, suggesting a potential controller exchange on that date.